Manufacturer narrative:
A partial lead with the connector pin measuring 24.0cm was returned for analysis. External insulation abrasion was found at 22.9-23.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating on one rv conductor was abraded at the same location. The damage suggests that the reported output anomaly was caused by arcing between the hv conductor and the ICD can.

Event description:
New information received notes, that prior to being capped high lead impedance was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that therapy was aborted due to an output anomaly. During device explant, an insulation anomaly was observed in the pocket, consistent with lead friction to the ICD can. The lead was capped.

Manufacturer narrative:
Mandatory medwatch form was received.